Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis found normal device characteristics.

Event description:
It was reported that during a pulse generator upgrade, a pause in pacing output was noted when electrocautery was applied to the pocket and the dependent patient went asystolic. External pacing was applied to the patient to support the rate during device explant and replacement. There was no patient injury.